Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported on (B)(6) 2020 that they were seeing a poor communication message on the recharger screen when trying to charge the implantable neurostimulator. The patient hadn't charged or felt stim in more than 2, but less than 6 months. Additional information was received from the patient on (B)(6) 2020. It was reported that since (B)(6) 2019 the implantable neurostimulator has been dead, and she could not find the implantable neurostimulator to charge because the implantable neurostimulator is too deep in the skin. The implantable neurostimulator was supposed to be replaced (B)(6) of 2020, but it was cancelled due to the pandemic. The patient states that the implantable neurostimulator will be replaced in a month because the implantable neurostimulator is dead and she could not charge it.